Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency; the trial started (B)(6) 2020. It was reported that they were so sore and they weren't feeling well from the procedure. They stated that they would go to the bathroom to void, but didn't void. They were referred to their doctor with regard to this. Contributing factors, actions/interventions and resolution were unknown. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient was not describing urinary retention in their initial allegation. They also stated this was no a pre-existing condition for them. A note was added at the end stating that the patient would be evaluated with post void residual soon, it was unknown if the issue was resolved.